Event description:
New information received indicates that another instance of noise was observed through remote transmission. Further testing was recommended.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that lead noise was observed. The noise could not be reproduced with movements or isometrics. The patient did not receive inappropriate therapy due to the noise. It was noted that due to the patient's poor health, only programming changes were made instead of lead revision. The lead remains implanted.